Event description:
This lead was an attempted implant on (B)(6) 2011 and was not implanted as the lead would not advance out of vessel. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).